Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 14 mmol/l (252 mg/dl) while wearing the pod between 49 and 71 hours on the abdomen. Upon inspection, it was noticed that the pod was leaking, and the patient was unsure if the cannula was properly inserted into the skin. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned device had the cannula assembly deployed. Inspection of the device found no defects or abnormalities that would lead to improper insertion of the cannula; a root cause for the event could not be determined. A leak test was performed. No leaks or blockages were observed. Download data did not show any timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No damages or defects capable of causing leaking during wear were observed.